Manufacturer narrative:
A steris service technician arrived onsite to inspect the transfer carriage and found the set screws for the roller bearing assembly were loose. The set screws keep the roller bearing assembly in the proper position to move the front leg and caster assembly along the guide rails. As the roller bearing assembly was not properly positioned, the front leg and caster assembly was able to become unlocked resulting in the reported event. The root cause of the reported event is attributed to impact damage by user facility personnel subsequently allowing the set screws to become loose. The technician re-tightened the set screws, tested the unit, confirmed it to be operating according to specification, and returned it to service. The technician counseled facility personnel on the proper use and operation of the transfer carriage. No additional issues have been reported.

Event description:
The user facility reported that an employee was unloading instruments with their 66" evolution transfer carriage when the transfer carriage became unstable and fell to the floor. No report of injury. All instruments were reprocessed prior to use.